Manufacturer narrative:
This report is being filed to correct the following fields from the previous submitted report. H6: patient codes and impact codes this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that upon opening the device pocket during a routine device replacement procedure, a high level of calcification was noted to be surrounding the device. While the device was being removed the pocket, this right ventricular (rv) lead fractured as a result of the calcification that encased the implanted device. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that upon opening the device pocket during a routine device replacement procedure, a high level of calcification was noted to be surrounding the device. While the device was being removed the pocket, this right ventricular (rv) lead fractured as a result of the calcification that encased the implanted device. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.